Manufacturer narrative:
Reference related MFR. Report # 2015691-2024-07536 for valve degeneration even at 5 years and 5 months post tavr procedure with subsequent valve in valve intervention. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 5 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the native aortic position, the patient presented with severe aortic stenosis. A bav (balloon aortic valvuloplasty) of the prosthetic valve was performed in (B)(6) year 2022. No additional information is available.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions, and h10 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of stenosis was confirmed based on the medical report. As noted, patient has a history of diabetes mellitus. It is well known that patients with this comorbidity may have an increased risk of valve stenosis. As such, available information suggests that patient factors (progression of the patient disease process and history of diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, g3, g6, and h2 have been updated.

Event description:
According to the provided medical records, the bav reduced the mean gradient of the aortic valve from 55mmhg to 23mmhg. The following day, a tte (transthoracic echocardiogram) reported peak systolic velocity of 3.33 m/sec, moderate to severe stenosis, aortic valve area 0.93 cm2, and mean gradient 27.4 mmhg. The patient was in stable condition and was discharged home.